Event description:
Premature newborn infant 34 weeks, 7 hrs old, with respiratory distress npo with d10 w infusing thru baxter interlink system non dehp three lead extension set fell apart at connection, at single connection leading to pt. Rn read IV at 1500 product intact, rn making rounds at 1520 discovered large amount of blood on linen. Product found to be separated as above. IV flushed and clamped. Infant in no additional distress.